Event description:
The customer reported that the system shut itself off and would not come back on. The system would not power back on (boot-up). There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The isd-pc2 was replaced. The system was then found to be operating as intended.